Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was operating in safety mode, which permanently limits device function. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update section b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was operating in safety mode, which permanently limits device function. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was reported that this crt-p device was surgically explanted due to pacing inhibition and device in safety mode. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be return for analysis.